Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed a fracture at the mid-shaft. If the catrx is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed an additional fracture, bends on the catheter shaft, proximal guidewire lumen damage, and ovalized distal tip. This damage is incidental to the complaint and may have occurred during removal of the device from the procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and bilateral arteries using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (6f). During the procedure, the physician made three passes in the target location using the catrx. While retracting the catrx after the third pass, the midshaft of the catrx had fractured and approximately 90cm of the fractured catrx was in the femoral artery. The patient was transferred to an operating room and the physician performed an open surgery to remove the fractured catrx.